Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and replaced the power supply and printed circuit board. The unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the screen turned red and the machine turned off. There was no reported patient involvement.